Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified red particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone granuloma and concern with textured product.

Event description:
Healthcare professional reported left side "rupture with pain", "silicone granuloma" and patient's concern with the product. Patient reported concern with textured product. Device has been explanted.